Event description:
The temperature probe functioning upon insertion [date redacted]. On [date redacted] - the next day, it began to intermittently read incorrectly, going from 37.0 to 11.4 and bouncing around, then reading steady. Temperature probe completely stopped working on [date redacted] - the second day.